Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism and sleevehead, and there was a tip seal observation.

Event description:
It was reported that at the implant attempt the helix of the right ventricular lead would not extend and the impedance measurement was high. The lead was removed and replaced. No patient complications have been reported as a result of this event.